Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('expulsion of the left essure device into the peritoneal cavity with contrast extravasation from the leftfallopian tube.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 898934, 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are 2 additional bilateral essure devices in place within the fallopian tubes." The patient's medical history included menorrhagia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (dilatation and curettage and laparoscopy with bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: trailing coils: left 3 right 3 discrepancy in date of insertion-previously reported as 2011 repeated device insertion on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. Expulsion of the left essure device into the peritoneal cavity with contrast extravasation from the left fallopian tube. 2. Satisfactory placement of the right essure device and satisfactory occlusion of the right fallopian tube. 3. Nonspecific filling defect in the left upper uterine cavity close to the left cornua.; on (B)(6) 2014: impression: satisfactory position and occlusion of both essure devices. Clinical indication: essure follow up. Findings: there is an expelled essure device on the left as seen on prior study. There are 2 additional bilateral essure devices in place within the fallopian tubes. Contrast opacification of the uterus is within normal limits. A few air bubbles are seen in the uterine cornua bilaterally. There is no evidence of contrast extravasation from the fallopian tubes. Lot number: 852003 manufacturing date: 2011/04 expiration date: 2014/04. Lot number: 898934 manufacturing date: 2011/09 expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('expulsion of the left essure device into the peritoneal cavity with contrast extravasation from the leftfallopian tube.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 898934, 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "there are 2 additional bilateral essure devices in place within the fallopian tubes." The patient's medical history included menorrhagia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (dilatation and curettage and laparoscopy with bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device dislocation, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: trailing coils: left 3 right 3. Discrepancy in date of insertion-previously reported as 2011 repeated device insertion on (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. Expulsion of the left essure device into the peritoneal cavity with contrast extravasation from the left fallopian tube. 2. Satisfactory placement of the right essure device and satisfactory occlusion of the right fallopian tube. 3. Nonspecific filling defect in the left upper uterine cavity close to the left cornua.; on (B)(6) 2014: impression: satisfactory position and occlusion of both essure devices. Clinical indication: essure follow up. Findings: there is an expelled essure device on the left as seen on prior study. There are 2 additional bilateral essure devices in place within the fallopian tubes. Contrast opacification of the uterus is within normal limits. A few air bubbles are seen in the uterine cornua bilaterally. There is no evidence of contrast extravasation from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical received- lot number and new event pelvic pain,abnormal uterine bleeding, menorrhagia, device dislocation and device use issue was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.